Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device is successfully powered on using test equipment. However, it was found to be not rescue ready due to two critical errors that prevent recue functionality and trigger a red x on the nvi, which can be mistaken for a power issue. The main board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.